Event description:
A user facility filed a complaint for leakage from the admin set "around the raised circle part on the tubing". The set used with an electromechanical ambulatory infusion pump. There is no report of pt injury.